Event description:
Procedure: urological - pyeloplasty (B)(4) was opened to capture the 2nd of two patients reported to have needed reoperation as reported in the description of (B)(4), provided below: according to the reporter: noticed abnormal fibroblastic inflammatory response over the pelvis of a kidney during reexploration related to the area where vloc suture used causing lumen to narrow; florid response to suture unlike seen in other scenarios as per histopathology. This suture was used for pyeloplasty and we have seen an abnormal reaction to the suture material in the tissues. Two patients needed reoperation to prevent further damage details of injury (to patient, carer or healthcare professional): the patients had hold up of urine from the kidneys and underwent procedure to kidneys to enable them to drain properly. They were all well postoperatively but poor drainage was noted 3 months after procedure. They underwent re-exploration and we found that the suture material used had caused abnormal florid inflammatory response. Diagnosis provided by account: oedema and early granulation tissue type response. Focal foreign body type giant cells and persistent suture material. Patient had previous pyeloplasty for pelvi-ureteric junction obstruction and anastomosis for histopathology. Additional information has been requested of the account but as of yet no response has been received.

Manufacturer narrative:
(B)(4). Common device name and 510k number are unknown as the product ID is unknown and the device can be either an absorbable or a non-absorbable barbed unidirectional looped suture.